Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink monitor ID (B)(4) showed an error message (error code 1000) during a traumatic brain injury (tbi) monitoring in the intensive care unit (ICU). The unit rebooted by itself and was working fine after the issue. Every time the monitor moved a little the same error appeared. No patient injury reported.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink monitor ((B)(6)) was returned for evaluation. Device history record (DHR) - the batch records were reviewed for any anomalies or report related to the finished device, and none were identified. Failure analysis - cerelink monitor requires rework to bring the unit to the current design state. Requires analog board replacement to correct the error code 1000. The rework performed includes the following: updating the digital board to correct the lcd on-state when the monitor is powered off and updating the lcd touch screen to the latest revision. Replaced the lithium coin battery. Replaced lithium monitor battery. Final functional testing and electrical safety testing performed. Testing completed and the monitor has passed all functional and electrical safety tests. Root cause analysis - the returned cerelink monitor required component upgrade to bring the unit to the current design state. The analog board was replaced to correct error code 1000. Final functional and electrical safety testing completed.

Event description:
N/a